Manufacturer narrative:
The pump had no button error alarm. It was noted that the pump had an intermittent button response due to moisture damage on the keypad trace. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 19.0 mmol/l. Customer stated that she cannot clear the alarm and that there was moisture in the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.